Manufacturer narrative:
The unit was returned to the service center for evaluation. An e116 error message and intermittent color bars were observed were observed on the screen due to faulty cable. In addition, a faded label was noted on the rear cover. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have a broken cable during estimation. There was no device issue or patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer presumed the following possible cause for the reported event are as follows: the legal manufacturer reported that upon review of the investigation it was estimated that the image was not displayed because the video communication could not be transmitted to the processor due to the cable breakage. The legal manufacturer checked the product shipment record, and reported there was nothing wrong with the device. The cable breakage was believed to be due to user handling. The legal manufacturer checked the contents of the instruction manual regarding cable damage at the time of product shipment, the following description was found. As a result, the legal manufacture judged that the indicated phenomenon can be prevented. · do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. · never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. · never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. · do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. · never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. · never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.